Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reports the procedure was diagnostic.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The instruction for use (IFU) cleaning instructions was emailed. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The territory manager reported to olympus, the visera elite ii video system center received an e333 touch panel error code. There were no reports of patient harm.